Event description:
Pt had a pneumothorax. Dr inserted a closed chest tube, drainage system noted on follow-chest x-ray that pneumothorax had incresed in size. Dr determined there must be a leak in the closed system. No adverse pt outcome once leak determined. Inserted a new drainage system.